Event description:
The report we received from the cristal study indicated that, during the 8-months follow up, angiography showed a 95% restenosis of the target lesion in the proximal right coronary artery. A repeat percutaneous transluminal coronary angioplasty (ptca) of the target lesion was performed with the implantation of two drug-eluting stents (des) stents. Medications at baseline include aspirin, clopidogrel, statins, betablockers and ace inhibitors.

Manufacturer narrative:
The product is not available for evaluation and testing. The product is not distributed in the united states, however, it is similar to the united states product. Additional information will be submitted within 30 days from receipt.